Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. It was also reported the cannula was bent, and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. Due to elevated bg levels, patient was unsure if the deployed cannula had properly inserted in the infusion site; upon removal, the cannula also appeared bent. The pod was worn between 1 and 4 hours and patient reported a blood glucose level of 290 mg/dl.